Event description:
The customer reported that erroneous/erratic cardiac troponin (accutni), creatine kinase-mb isoenzyme (ck-mb) and b-type natriuretic peptide (bnp) results were generated on an synchron lxi 725 system for one patient sample. This report is one of three and represents the generation of erratic bnp results from the synchron lxi 725 system for one patient sample on (B)(6) 2011. The initial bnp result was above the normal reference range. Upon repeat on another instrument the bnp remained above the normal reference range but was different from the initial result. The repeat result was regarded as valid. The erratic bnp results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer reported having "sample count outside of limits" instrument generated errors during the timeframe of this event. Beckman coulter inc. Assessment of customer supplied information indicated that a system check performed prior to the event had failed the washed portion of the check. All other portions of the system check were within specifications. The washed portion of system check was repeated and yielded acceptable results. An instrument assay calibration executed prior to the event yielded acceptable results.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The customer had previously indicated that there was air in the substrate line and the field service engineer (fse) confirmed that the substrate had been changed. The fse performed a high sensitivity system check that yielded acceptable results. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2011-03943, 2122870-2011-03976.